Manufacturer narrative:
The investigation of automated impella controller (aic): damage before therapy has been completed. Data analysis: not informative for this investigation. The logs did not show any anomalies. Device analysis: the console was sent in for investigation. It was determined that the external vga port on the impella connect module/radio link module was defective. Although the external vga port was not loose, the monitor displayed a blank screen when connected via the external vga port, making it impossible to extend the display from the aic to the external monitor. Root cause: the root cause the external vga port on rlm, not connecting was due to the defective external vga port on impella connect module (rlm).

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) had a loose rga port. No further details were provided.